Manufacturer narrative:
It has been confirmed that the patient sample was collected on (B)(6) 2017 and tested on (B)(6) 2017.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch field d3 - a date of event of (B)(6) 2017 was also provided. A clarification of the correct date has been requested.

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on an unknown roche elecsys analyzer. This medwatch will apply to the tsh assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 assay. The sample was tested twice at the customer site on the roche analyzer and repeated on an architect analyzer. The customer stated that the architect results were normal, but the elecsys results were not balanced. The patient results were normal one month ago. The sample was then sent for investigation where it was tested on a cobas 8000 e 602 module (e602). No adverse events were alleged to have occurred with the patient. The model and serial number of the elecsys analyzer used at the customer site was asked for, but not provided. The e602 analyzer used for investigation was serial number (B)(4) ft3 reagent lot number 185522, with an expiration date of june 2017 was used on this analyzer. All tsh values were within the normal reference ranges of the respective assays. A specific root cause could not be determined based on the provided information. No sample from the patient was available for investigation. A general reagent issue could not be detected. An interfering factor affecting the tsh, ft4, and ft3 assays from abbott or roche diagnostics may be present in the sample.